Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported the the po valve is blocked.

Manufacturer narrative:
The valve was returned in the returnkit in an unknown fluid. A visual test was performed and showed that the valve had no deformations or other abnormalities. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 25-30 cmh2o in the flow direction. The test has shown that the valve is permeable. No issues were identified. No further actions are required.